Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 20-jul-2015. Expiration date: 30-jun-2025. Lot was release to the warehouse on 20-jul-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a comminuted subtrochanteric right femur fracture on (B)(6) 2015 and was implanted with a 12 mm x 420 mm x 130 deg trochanteric fixation nail advanced (tfna) and a 110 mm ti tfna screw. The patient complained of pain in their hip around (B)(6) 2016 and a CT scan revealed the tfna nail had broken at the level of the lag screw. The patient underwent revision surgery on (B)(6) 2016 and the nail was extracted along with the locking screws and lag screw. A 1.7 mm cerclage cable around the proximal end of the femur was implanted and the broken nail was replaced with a 14mm x 440mm x 130 deg ti tfna nail. Concomitant devices reported: tfna screw 110mm - sterile (04.038.110s, lot#7911492, quantity 1). (Unknown screw lag, lot#: unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.